Manufacturer narrative:
Associated reports: 9610612-2019-00034. Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: this is the only complaint out of the manufacturing lot. The error pattern is typical for mechanical overstress of a multi axial stress condition of bending and torsion. A material failure or a manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted. (B)(4).

Event description:
It was reported by the healthcare professional "the surgeon was performing a surgical procedure to remove the distraction pins, the pins broke off from the flesh on the bone. The surgeon decided to leave the fragment part of the pins in the bone because trying to remove them would cause more harm than leaving them in the patient. The areas were covered with bone wax and no metal was left exposed. The surgery time was extended due to the attempts to remove the fractured pins." Delay in surgery length of time unknown. No other harm to patient reported, other than the pins left in the patient. All medwatch submissions related to this patient are: 9610612-2019-00034, this report.